Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0260581 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. Also, each batch history record is reviewed to confirm the following prior to release: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on this batch for contamination. Retention samples from batch 0260581 (100 tubes) were available for inspection. No microbial growth or turbidity was observed in 100/100 retention tubes. For investigation, a total of ten uninoculated retention tubes were incubated. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation. One photo was received to assist with the investigation. The photo shows the top of six tubes from batch 0260581 in a tube rack. The media in the tubes is not visible, so no observations about contamination can be made from the photo. No returns were received for investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml foreign matter "white flakes" were discovered in tubes. This occurred with 12 tubes, there was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml foreign matter "white flakes" were discovered in tubes. This occurred with 12 tubes, there was no report of patient impact.